Event description:
The reporter stated the surgeon was inserting a (B)(4) collamer aspheric single piece lens and noted the lens was damaged as it was being ejected. There was no patient contact or injury and another same model lens was implanted.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens torn into two pieces. A piece of the lens optic and one haptic were torn off and missing. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).